Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster for evaluation. A visual inspection and deflection test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed exposed wires, stress marks on the tip and that the shaft and tip were bent. A deflection test was performed, and the curve was deflecting within specifications. The condition of the device observed during the investigation is potentially attributable to an abnormal manipulation or handling of the device outside of the manufacturing site, however, this cannot be conclusively determined. This issue may be related to the deflection issue described. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified exposed wires. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 observed exposed wires, stress marks on the tip and that the shaft and tip were bent. This event was originally considered non-reportable, however, bwi became aware of the exposed wires on (B)(6) 2023 and have assessed this returned condition as reportable.